Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed and the fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, and therefore the image was not displayed, and for the fibre bonding in the outer tube area (distal end) was damaged. The most probable cause was traced to component failure, and for the reported failure, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had flickered image and interference. There were no reports of patient harm.